Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice cycler, the customer reported issue of an unknown alarm was confirmed as a system error 2240. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.